Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the customer lost their blue tooth connection and got an "error". Additionally, the pump touch screen was cracked at the top corner and became unresponsive, pixelated, and unreadable. Customer's blood glucose was 167 mg/dl. The customer reverted to an alternate method in insulin therapy.